Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a stuck lower hook switch on the lower auxiliary assembly. The lower auxiliary assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it falsely recognized a loaded set at load point 2. There was no patient involvement.